Event description:
The report received from the field indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. Post-procedure, the patient was reported to have experienced a q-wave myocardial infarction (mi). Coronary angiography was not performed. No intervention was done. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient was discharged five days after the procedure. The patient was symptomatic for the procedure. A 7 mm. Angioguard embolic protection device was used. The ostial rica target lesion was reported to be: a 99% stenosis, 15 mm. In length, absent of thrombus, 8 mm. Reference diameter, severely calcified, mildly tortuous, eccentric, and ulcerated. The lesion was pre-dilated. The residual stenosis was 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure.

Manufacturer narrative:
Additional information/cec adjudication minutes were received and reviewed. The committee disagreed with the previously reported adverse event/ae of myocardial infarction/mi. The mi event is being changed to a non-complaint. An additional non-complaint adverse event of sinus tachycardia is being added. Additionally, it was reported that the patient experienced adverse events of hypotension and bradycardia post-procedure which were treated by administration of atropine and neosynepherine which resulted in sinus tachycardia for one hour. The sinus tachycardia was later treated by administration of low dose metroprolol. The consultation note indicated the patient suffered a demand based non-st elevation mi secondary to sinus tachycardia from the resulting atropine effect. Additional information will be submitted within 30 days upon receipt.

Event description:
Additional information received indicated the patient experienced an additional ae of seizure two (2) days after discharge post-index procedure. The patient experienced a neurological deficit of behavioral change, aphasia, left hemiparesis, and left hemineglect. The event was reported to be unrelated to a cordis device/index procedure/anticoagulation. Recovery was partial with minor residuals. No emergency cea surgery was performed. Presence of babinski was not documented. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated the patient experienced an additional ae of seizure two (2) days after discharge post-index procedure. The patient experienced a neurological deficit of behavioral change, aphasia, left hemiparesis, and left hemineglect. The event was reported to be unrelated to a cordis device/index procedure/anticoagulation. Recovery was partial with minor residuals. No emergency cea surgery was performed. Presence of babinski was not documented. Amended complaint conclusion: additional information received/cec adjudication minutes review indicated that the committee disagreed with the reported event of q-wave mi as previously reported and the event was changed to a non-complaint event based on the committee's findings and the relationship of the event to the device/procedure provided by the study investigator. An additional non-complaint ae of sinus tachycardia was added. Review of the adjudication minutes indicated that: post-procedure, the patient experienced hypotension and bradycardia which were treated with neosynephrine and atropine IV which resulted in sinus tachycardia for one hour. The sinus tachycardia was later treated by administration of low dose metoprolol. The consultation note indicated the patient suffered demand based non-st elevation mi secondary to sinus tachycardia from the resulting atropine effect. Additionally, additional information received indicated the patient experienced an additional ae of seizure two (2) days after discharge post-index procedure. The patient experienced a neurological deficit of behavioral change, aphasia, left hemiparesis, and left hemineglect. The event was reported to be unrelated to a cordis device/index procedure/anticoagulation. Recovery was partial with minor residuals. No emergency cea surgery was performed. Presence of babinski was not documented. No additional information is available. Post procedure and after successful deployment of a precise 8 x 30 stent in the ostial right internal carotid artery (rica) the patient experienced a q-wave myocardial infarction (mi). Coronary angiography was not performed and no additional intervention was performed. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient was discharged five days after the procedure. The patient was symptomatic for the procedure. The ostial right internal carotid artery was reported to have a 99% stenosis, was 15 mm. In length, absent of thrombus, 8 mm. Reference diameter, severely calcified, mildly tortuous, eccentric, and ulcerated. A 7 mm. Angioguard embolic protection device was used, the lesion was pre-dilated followed by deployment of the precise stent with a residual stenosis of 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient's medical history includes hyperlipidemia, congestive heart failure, smoking, diabetes mellitus, coronary artery disease and hypertension with high risk criteria including unstable angina (ccs class iii/IV) and (B)(6). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15588297 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypotension and bradycardia related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. As with any surgical procedure, complications can occur. One possible complication of both carotid endarterectomy and carotid angioplasty with stenting include, although rare, is seizures (bursts of abnormal electrical signals that temporarily interrupt normal electrical brain function). One possible etiology that is currently being investigated in the literature is hyperperfusion, also a well known potential complication of the carotid artery stenting procedure. Evidence from observational studies suggests that a number of factors - all referable to hemodynamic exhaustion of the cerebral circulation-play a role in hyperperfusion syndrome, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension there is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Amended complaint conclusion: additional information received/cec adjudication minutes review indicated that the committee disagreed with the reported event of q-wave mi as previously reported and the event was changed to a non-complaint event based on the committee's findings and the relationship of the event to the device/procedure provided by the study investigator. An additional non-complaint ae of sinus tachycardia was added. Review of the adjudication minutes indicated that: post-procedure, the patient experienced hypotension and bradycardia which were treated with neosynepherine and atropine IV which resulted in sinus tachycardia for one hour. The sinus tachycardia was later treated by administration of low dose metroprolol. The consultation note indicated the patient suffered demand based non-st elevation mi secondary to sinus tachycardia from the resulting atropine effect. Post procedure and after successful deployment of a precise 8 x 30 stent in the ostial right internal carotid artery (rica) the patient experienced a q-wave myocardial infarction (mi). Coronary angiography was not performed and no additional intervention was performed. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient was discharged five days after the procedure. The patient was symptomatic for the procedure. The ostial right internal carotid artery was reported to have a 99% stenosis, was 15 mm. In length, absent of thrombus, 8 mm. Reference diameter, severely calcified, mildly tortuous, eccentric, and ulcerated. A 7 mm. Angioguard embolic protection device was used, the lesion was pre-dilated followed by deployment of the precise stent with a residual stenosis of 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient's medical history includes hyperlipidemia, congestive heart failure, smoking, diabetes mellitus, coronary artery disease and hypertension with high risk criteria including unstable angina (ccs class iii/IV) and age (B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15588297 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Hypotension and bradycardia related to carotid stenting is usually related to baro-receptor stimulation. Baroreceptors detect the amount of stretch of the blood vessel walls, and send the signal to the nervous system in response to this stretch, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Complaint conclusion: post procedure and after successful deployment of a precise 8 x 30 stent in the ostial right internal carotid artery (rica) the patient experienced a q-wave myocardial infarction (mi). Coronary angiography was not performed and no additional intervention was performed. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient was discharged five days after the procedure. The patient was symptomatic for the procedure. The ostial right internal carotid artery was reported to have a 99% stenosis, was 15 mm. In length, absent of thrombus, 8 mm. Reference diameter, severely calcified, mildly tortuous, eccentric, and ulcerated. A 7 mm. Angioguard embolic protection device was used, the lesion was pre-dilated followed by deployment of the precise stent with a residual stenosis of 30%. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient's medical history includes hyperlipidemia, congestive heart failure, smoking, diabetes mellitus, coronary artery disease and hypertension with high risk criteria including unstable angina (ccs class iii/IV) and age (B)(6). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15588297 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.